Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor was unable to power up. The cause for the failure was isolated to a shorted u603 buck converter on the monitor c/a board which caused fuse f600 to open. The root cause for the shorted u603 component could not be positively identified. No adverse event resulted from the defective u603 component.